Manufacturer narrative:
The reported event that the tip of the pointer snapped off was confirmed through the visual inspection. Any physical impact to the navigated instrument can cause product damage or operational failure due to battery movement.

Event description:
It was reported that during testing conducted at the user facility the pointer of the device was found to be snapped off. No patient involvement or procedural delays were reported with this event.

Event description:
It was reported that during testing conducted at the user facility the pointer of the device was found to be snapped off. No patient involvement or procedural delays were reported with this event.